Event description:
It was reported that there were impedance readings greater than 4000 ohms. The patient bent over and felt like the stimulation went haywire and shut off. The patient pushed on the battery and stimulation came back on and had been working fine since. The patient did not report any falls or trauma at the time the stimulation turned off. The patient did lean forward and it was thought that the leaning may be correlated with the change in stimulation. Impedances ran at 3.0v, with reference 0 - 2, 5, 10, 15 were >40000ohms 8, 9, 12, 13, 14 were in the 14000-22000 range and 11 was at 1853. 11 was the only electrode on the 8-15 lead which was within range. With reference 11 - 2, 5, 10, 15 were out of range, 8 was 12000ohms, 9 20000ohms, 12 approx 30000ohms, 13 approx 26000ohms, 14 approx 22000ohms. The electrode impedances were reran at 3.0v with reference 0 and got 2,5, and 7 out of range. The patient was programmed on the left leads with electrodes 11-, 12+, 13+. The electrode impedances were ran at 0.7v and was getting more values out of range. It was noted that this was normal as some of the electrode impedance values were between 10000 and 40000 but the max impedance value was 10000 when testing at 0.7v. The group impedances were ran with program a1 set a 7.1v and pulse width 450us the impedances were greater than 4000 ohms, program a2 at 5.3v and 450us was at a therapy impedance of 1167ohms. The manufacturer representative turned stimulation off on the left side, electrodes 8-15, and nothing changed with the perception of the stimulation. It was noted that they would use the program on a1 for the time being and would monitor the patient's system for impedance changes. It was noted that there was an issue with the 8-15 lead and x-rays were recommended to determine if there was a break or the lead was pulled out of the header block. On (B)(6) 2015 it was noted that the office would request an x-ray. The stimulation was working well with programming around the electrodes with impedance issues so they decided to get the x-rays and go from there. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).